Event description:
It was reported a motor stall occurred at 14:29 on (B)(6) 2014. The reporter reviewed the logs the day of the report and noted 7 normal logs with every pump update. The motor stall recovery had not occurred and the pump was currently stalled. The patient was on the surgery schedule for friday (B)(6) 2014. The healthcare provider would manage the patient with oral medications until then. The patient reported withdrawal symptoms of lethargy, feet are shaking and return of pain. The replacement had not been scheduled yet. On (B)(6) 2014 it was reported the patient was scheduled for replacement on (B)(6) 2014. On (B)(6) 2014 additional information reported the patient experienced pain, sweating, less than (B)(6) of therapy relief and a funny taste in their mouth. The stall recovered after more than 2 hours, > 24 hours, the stall recovered (B)(6) at 01:21. There was no tube set message after the stall and there was not more than one stall noted in the event logs. The pump was explanted and a new pump implanted. Per the reporter the patient was doing fine so far and receiving effective therapy. The pump was used to deliver hydromorphone and bupivacaine.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).

Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomaly, corrosion and or wear and or lubrication, stall due to shaft bearing. (B)(4)